Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level reported "low"; specific value was not provided. Customer addressed bg by consuming glucose tablets. The customer was able to regain connection after bringing transmitter and pump within range and continued to use pump for insulin therapy.